Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had been having bladder issues and had been urinating on themselves. Patient services reviewed how to charge the ins. The stimulation was off and at 10% . Patient services reviewed after charging the patient would use the communicator and the my therapy application to turn the stimulation on. It was noted that the patient may call back after charging their ins. Additional information was received on (B)(6). It was reported that they have noticed a return of symptoms for about the last 5 months. Caller stated they are not feeling stim, its not "stopping them" from going to the bathroom and they are using diapers again. Caller noticed that when they charge it shows my therapy off. Caller stated they called the doctor who instructed them to call patient services for assistance asthey dont know how to use the apps. Agent walked caller through accessing the correct app- micro my therapy and caller confirmed seeing a por message. Agent walked caller through clearing the por and caller then stated they see they are currently in MRI mode. Caller stated they had a shoulder surgery last year and they put it in MRI mode. Caller stated they didnt realize that was something they had to deactivate and get out of. Patie nt will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.